Event description:
In 2009, the patient reported noticing condensation in the cartridge compartment of her infusion device a few days ago. Prior to the report, she dried the cartridge compartment with a cotton swab. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was advised to switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.